Event description:
It was reported that two electrodes had moved in the patient's back and the stimulation was "going off" in the patient's rib cage. The stimulation was supposed to be in the patient's legs. It was stated that this started "two months ago". It was reported that x-rays were taken and determined that the leads shifted. It was stated that the patient was waiting for the health care provider (hcp) to schedule a surgery.

Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown; product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).